Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "fractures associated with computer-navigated total knee arthroplasty". Literature article "fractures associated with computer-navigated total knee arthroplasty" (2007) by ho-joong jung et al. Published by bone and joint surgery doi:10.2106/jbjs.f.01166 was reviewed. The article purpose: to present two cases of stress fracture that were associated with a transcortical pin track that had been drilled to allow placement of navigation trackers. The article reports: in both patients, depuy products were implanted with cement although no manufacturer is provided. Patella resurfacing was not mentioned within the article. The first case suffered from a dull pain aggravated by weight-bearing activity gradually developed in the distal portion of the left thigh during the fifth postoperative week. Seven days after the onset of this pain, the left femur fractured while the patient was standing during minimal weight-bearing. This was revised successfully. For the second case, for the first six weeks after surgery, the patient tolerated unlimited walking but experienced vague pain and swelling at the site of the left proximal tibial pin track after walking. A technetium-99 bone scan showed an increased uptake at the site of the left proximal tibial pin hole, suggesting a stress fracture. After avoiding weight-bearing activities for four weeks, the pain subsided. Depuy products involved: pfc sigma rp. Complications: pain (1), surgical intervention (1), femoral fracture (1). This is to capture the adverse events associated with the (B)(6) year old woman (case 1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.